Manufacturer narrative:
Multiple attempts were made to contact the customer in order to provide support and testing; however, no response has been received. No analysis or investigation of the product was able to be performed. The product malfunction was unable to be confirmed because there was no response to requests to provide support. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on a patient information center ix indicating that after an update was completed, the beds are not alarming on the other monitors. It is unknown if the device was in use at time of event, and there was no adverse event reported.